Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was experiencing pain going down their arm and in the shoulder area. A pocket revision was done and the device was moved submuscularly with an antibiotic pouch around the device. The device remains in use. No further patient complications have been reported as a result of this event.